Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers, no button error alarm and no failed battery test alarm noted. All operating currents are within specification and off no power alarm function properly and passed self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 189mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.